Event description:
The user called accuray because user saw the robot make an unexpected movement during a qa procedure. Accuray determined that an inaccurate calibration file was installed that could result in incorrect beam positioning and tracking accuracy during treatment. The site was advised to check the calibration file, suspend treatment if the file was incorrect, and contact accuray for assistance in re-installing the treatment file, verifying accuracy and determinging any effect on pt's treated. The physician at the site determined that no follow-up was required because of the inaccuracy. No serious injury or permanent impairment occurred.